Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. A cardiac catheterization was performed on the patient. The sample was later repeated on an alternate siemens system and a negative result was obtained. It is unknown if patient treatment was otherwise altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result or catheterization.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is non-specific binding antibodies in the patient sample. The presence of non-specific binding heterophilic antibodies has been confirmed by testing of the patient sample by siemens healthcare diagnostics inc. Using a heterophile blocker treatment. The IFU for stratus cs cctni testpak contains the following information:"patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.